Event description:
It was reported that "the case was a depuy slim loc removal at c5-c6. C6-c7 needed to be plated after the removal, and the physician wanted to use the same screw holes in c6 from the old plate for the new one. He opted for 4.5 x 14 mm variable self drilling hybrid rescue screws. The holes from the previous plate were from 4.5 x 12 mm self drilling depuy slim-loc screws. When he put the screw through the ring, it actually stripped off a "peel" of the locking mechanism. Once he removed this "peel", a part of the ring was still protruding slightly, but he determined it was not at risk to surrounding tissue or vasculature. He was happy with the other three screws, and opted to leave the plate in with the screw in question."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.